Manufacturer narrative:
An event of cardiac tamponade and pericardial effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that after the procedure, a pericardial effusion was noted in the right ventricle and a pericardiocentesis was performed. The echocardiogram performed 3 times prior to the physician leaving the room and was not picked up until the patient was in cardiac tamponade. The physician mentioned the cause of pericardial effusion was temporary pacing wire. The provided medidata file was reviewed by an abbott senior design/product development engineer. Based on available information, the reported event appears to be related to procedural conditions (temporary pacing wire caused pericardial effusion). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The annular perimeter was 84.6mm. The activated clotting levels were above 250s due to heparin. The valve was implanted at a depth of 3mm at non-coronary cusp and 3mm at left coronary cusp. After the procedure, a pericardial effusion was noted in the right ventricle and a pericardiocentesis was performed. The echocardiogram performed 3 times prior to the physician leaving the room and was not picked up until the patient was in cardiac tamponade. The physician mentioned the cause of pericardial effusion was temporary pacing wire. The valve remain implanted. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.